Event description:
Caller with patient on the table stated the device was stuck on bowel during bowel resection. Instructed caller to push red manual knife reverse switch downward to reverse the knife position. Told caller to squeeze firing trigger one time, plastic to plastic, to return the knife to the home position. Next, instructed caller to push anvil release button on back of device to open the instrument. Caller stated they've already done this multiple times. Walked caller through these steps. Jaws did not open. Caller stated the closing trigger had already broken off of the device. Instructed caller to save device for return for analysis. Told caller device removal method was now up to the surgeon since proper manual release assistance failed. No additional information known.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received: customer reported they were able to remove device but he was unsure how removed. The case went over 5 hrs. Per f/u call with account contact: the case was laparoscopic and did not have to be converted to open for device removal. It was unknown exactly how the device was removed from the patient, but he believes the device was disassembled in the body cavity. There were no patient consequences reported from the event or the extended anesthesia time. The patient is currently doing well and should be discharged today or tomorrow. Per sales rep f/u call: the procedure was a hand assisted low anterior resection, deep in the pelvis. The device was being used for the second firing with a blue cartridge. It was unknown if the device was rinsed between firings. The device was fully articulated and attempted to be fired when the lock-out engaged; device would not fire. The red knife reverse switch was engaged to release the device, but the device would not open. The opening steps were tried multiple times without success. The surgical tech attempted to force the closing trigger open and the trigger broke off of the device. The emergency line was called, but the device still would not open. A new device was opened to use as a troubleshooting tool and the device was disassembled outside the sterile field. Bolt cutters were used on the non-sterile device to cut the shaft, but they still could not find a way to release the jaws of the device. The sales rep arrived and was there when they decided to cut the outer shaft of the device that was stuck on the patient. A sterile orthopedic saw was used to cut the device shaft just below the handle. They then accessed the inner shaft and used sterile vice grips to pull on the release mechanism to open the jaws. The case was prolonged for over an hour while the device was being removed from the patient. A pse45a device was used to complete that portion of the case. ¿perfect donuts¿ were observed at the end of the case and the patient is doing fine.